Event description:
New information notes that a remote transmission was received and non-sustained lead noise due to post-paced t-wave oversensing was observed again after device was reprogrammed. Further programming changes were made. The patient condition was good.

Event description:
It was reported that during follow up an asymptomatic patient had device with post-pace t-wave oversensing. The patient did not receive any appropriate therapy during oversensing. The oversensing was noted on stored egms. Programming changes were made during device check and the oversensing was resolved. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.